Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: a5, b2, b4, b5, d4, d10, g4, g7, h1, h2, h3, h4, h6, h8, h10. DHR review: the device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: product review of the a.t.s. 4000 tourniquet by chemtronics on (B)(6) 2019 revealed that the unit housing was not physically damaged upon receipt. Repair of the a.t.s. 4000 tourniquet was performed by zimmer biomet surgical on (B)(6) 2019 which included testing of the touch screen and burn mode testing of the cuffs for serial number(B)(6). Additionally, the unit software was upgraded and the unit was calibrated. The device was then tested and functioned properly. It was repaired, inspected and tested. Probable cause/root cause: during the inspection and repair of the device, the technician was unable to duplicate the reported event of the touch screen not working, and the cuff inflating. Additionally, for this reason a root cause cannot be selected for the reported event. The unit was noted to be functioning as intended after the software was upgraded, and the unit was calibrated. The a.t.s. 2200 and 4000 tourniquet devices are subject to this type of behavior when placed too close to electromagnetic interference (emi) emitting device. CAPA was initiated to further investigate and address the spontaneous inflation issue with the tourniquet systems. Change notice 22404 implemented a software update to address the spontaneous inflation issue on the a.t.s. 2200 and 4000 documented in a CAPA. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information was received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the unit touch screen was not working and the tourniquet had inflated by itself and it went down after 4 minutes by itself. Subsequently this caused patient harm due to an additional intervention and there was a delay of 16-30 minutes. The surgery was completed using an alternate device and the problem did not cause any impact/damage to graft harvest. There was spontaneous deflation after 4 mins.